Event description:
It was reported that the threaded tip of a si-lok driver was left in the patient after it broke during surgery.

Manufacturer narrative:
The si-lok driver was returned for evaluation. The threaded portion was reported to have sheared off and was left inside the screw head within the patient. It was discovered that the user of the device may have been unfamiliar with the left-handed threads on the si-lok driver and was used to the right-handed threads. When attempting to remove the driver from the implant by rotating the outer sleeve counter-clockwise, it is likely that the part was being tightened even further. Excessive force could cause the threaded portion to shear off, however, an exact cause of the reported issue could not be determined.